Manufacturer narrative:
Additional information: h3, h4: device manufacture date and h6. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection with the naked eye was performed with no issues noted related to the reported condition. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the minicap transfer set had a connection issue with the titanium adapter. This was noticed before use of peritoneal dialysis therapy. The titanium adapter remained in use. There was no patient involvement. No additional information is available.